Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a patient (demographics not provided) whose knee swelled, 80 ml of fluid was taken out, knee got red, breaking out in rashes and knee got hot after receiving treatment with synvisc one. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiry date: not provided) into an unspecified location. On unknown dates, after unknown latencies, the patient's knee got red, hot and swelled up. The patient went to the emergency room. It was reported that 80 ml of the fluid was taken out. Further reported, the patient had been breaking out in rashes, ever since that happened. Action taken: unknown corrective treatment: fluid taken out for knee swelled, 80 ml of fluid was taken out and not reported for the rest of the events outcome: unknown for all events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for fluid taken out for knee swelled and 80 ml of fluid was taken out additional information was received on 30-nov-2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 20-nov-2015 from a patient. This case involves a patient (demographics not provided) whose knee swelled, 80 ml of fluid was taken out, knee got red, breaking out in rashes and knee got hot after receiving treatment with synvisc one. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency, indication, batch/lot number and expiry date: not provided) into an unspecified location. On unknown dates, after unknown latencies, the patient's knee got red, hot and swelled up. The patient went to the emergency room. It was reported that 80 ml of the fluid was taken out. Further reported, the patient had been breaking out in rashes, ever since that happened. Action taken: unknown. Corrective treatment: fluid taken out for knee swelled, 80 ml of fluid was taken out and not reported for the rest of the events outcome: unknown for all events. Seriousness criteria: required intervention for fluid taken out for knee swelled and 80 ml of fluid was taken out.